Manufacturer narrative:
Follow-up # 1 - 9/25/2014, device evaluation: the lay user/patients meter has been returned on 8/7/2014 and evaluated by lifescan product analysis on 9/11/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination, in addition it was also noted the battery contact was corroded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultrasmart meter is giving an error 2 message related to a test strip issue. This complaint was classified based on the customer care advocate (ca) documentation. The error 2 issue began a week ago prior to contacting lfs. The patient did not base her diabetes management on the subject meter after the issue began. The patient reportedly had a headache but did not require any medical intervention that would suggest a serious injury. Troubleshooting indicated that the subject test strips were expired. There was no product misuse. The testing procedure was correct. This complaint is being reported due to the unresolved error 2 issue. There is no evidence of a serious injury.